Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with their dxc 700 au chemistry analyzer and suggested that the customer replaced the y-tube and sample probe. The failure mode was identified as multiple hardware. Cts confirmed that replacement of the y-tube and sample probe resolved the issue. The analyzer is operational, and the customer is satisfied. Section a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their dxc 700 au clinical chemistry analyzer on (B)(6) 2024. The samples were repeated on another analyzer with lower results. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided patient data. Note: reference beckman coulter identifier (B)(4) which addresses the erroneous results generated on (B)(6) 2024.